Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
During the procedure the sensor could not display. Changed the new one to complete. There was no adverse event and extended surgery.(B)(6) 2016 per affiliate, issue was detected during procedure.

Manufacturer narrative:
The sensor was returned and evaluated by the supplier. The supplier's evaluation included a review of manufacturing records, which found that the device met all manufacturing and quality testing/inspection specifications. Evaluation of the returned device found that there was no visible damage to the sensor, catheter material or connector. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on their evaluation, the supplier was unable to confirm the reported issue. The device functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.